Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause traced to component failure of the unit spanning from the distal end to the main body. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited component failure of the r unit (charged coupled device), spanning from the distal end to the main body. There was no patient involvement.